Event description:
The customer returned the product for unable to lock the device, during device evaluation, it was found that the downstream occlusion (dso) seal was damaged. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service in the past. Visual and functional tests were performed. The customer¿s problem was confirmed as there was a latch/lock failure. A downstream occlusion (dso) seal damage was identified during further investigation. The latch/lock mechanism and dso seal were replaced. The device then passed all tests after the repairs.